Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bleed back through the solo valve was confirmed but the cause is unknown. A photograph of the 4fr single-lumen powerpicc solo packaging and a video of the catheter during clinical use were returned for evaluation. The header bag was labeled with the implicated ref: 22194118 and lot: rekt0091. The returned video was framed to focus on the solo luer adaptor. Blood backflow was seen as a slow dripping leak emanating from the orifice of the luer adaptor. The catheter was flushed multiple times; however, the backflow of fluid continued through the valved luer adaptor after each instance of flushing. Although bleed back could be confirmed from the video, there were no distinguishing features which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that post insertion of power PICC solo after removing stellate and funnel there was continues bleeding/backflow even after flushing the lumen pulse technique with 50ml of ns. Procedure was completed and closed the hub with needle free connector to prevent from further backflow for temporary use. Patient status is stable.